Event description:
It was reported by service report that the siderail was missing covers and the scale was not weighing accurately. No adverse consequences have been reported.

Manufacturer narrative:
Result: missing siderail covers.